Event description:
A patient service representative (psr) contacted zoll customer support after talking with a (B)(6) male patient who reported that his battery charger was not charging his batteries. The patient was sent a replacement charger and battery packs.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. Upon evaluation, the charger had a defective component, q1. Q1 is a current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement charger.